Event description:
It was reported that a home patient experienced a mis-spike issue between the transfer set and a uv flash disconnect y-set. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2 associated with this event.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable transfer set was reported. The sample was received and an evaluation of the device was performed. During visual inspection of the device, it was noted that the spike of the transfer set was bent. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. Functional connection testing could not be performed due to the bent spike. Upon conclusion of the evaluation, the reported issue was verified as the spike was found to be bent. The cause of the damage could not be determined. Should additional relevant information become available, a supplemental report will be submitted.